Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead had been exhibiting loss of capture. An x-ray revealed the lead had dislodged. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.